Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, and granuloma. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "with seroma around", and "chronic granulomatous inflammation with the presence of giant multinucleated cells of foreign body type." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. As per the investigation procedures deformation was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "with seroma around", and "chronic granulomatous inflammation with the presence of giant multinucleated cells of foreign body type." The device has been explanted and replaced with another manufacturer's device.